Event description:
It was reported that on (B)(6) 2006, the surgeon conducted surgery on the patient's lumbar spine from the l3 to l5 levels wherein rhbmp-2/acs was implanted. He experienced extreme pain immediately after the surgery, pain that continues to this day. Additionally, he has several large and disfiguring scars on his back and side. The patient became immobile and lost the ability to stand. At his post-operative follow-up with the surgeon on or about (B)(6) 2006, the doctor recommended an extensive course of physical therapy treatments. During his physical therapy, the patient was experiencing an extreme amount of pain and was prescribed a pain management course by the surgeon. On (B)(6) 2008, the surgeon performed a second surgery on the patient to correct problems caused by the first surgery and rhbmp-2/acs was further implanted. Following the surgery, the patient¿s pain became progressively worse. On (B)(6) 2008, both of the intervebral rods that was implanted into the patient spine failed and fractured completely, causing patient extreme pain. On (B)(6) 2009, the surgeon performed a third surgery to address the broken rods and rhmbp-2/acs was also implanted. On (B)(6) 2009, the surgeon ordered the patient back for another course of physical therapy. However, he lost all mobility and required a cane to move about. His pain did not decrease. On (B)(6) 2010, the doctor ordered a CT scan. On (B)(6) 2010, the doctor told patient that the source of his pain was a loose screw that had been implanted at l4-l5. On (B)(6) 2010, the surgeon performed a fourth surgery on the patient to replace the failed screw wherein rhbmp-2/acs was implanted. The fourth surgery created a large scar and wound on the patient's buttock. This wound was extremely painful, became infected, and took excessively long to heal. Following the fourth surgery, the patient experienced excessive ectopic bone growth on his lumbar spine. On (B)(6) 2012, the surgeon performed a fifth surgery on the patient to fuse the si joint and rhbmp-2/acs was also implanted. Since the surgery, the patient has been largely unable to walk and must use a mobility assistance device to move around. He also now relies on oxycontin, methadone, vicodin, and other similar narcotic painkillers to control his constant, extreme pain.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned for evaluation.